Event description:
It was reported that the customer had a no delivery alarm during bolus and lost sensor issue on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reported that the no delivery alarm was resolved by change set. The customer does not want to return set and reservoir for analysis. The customer was advised to call when the alarms occur in order to troubleshoot. The lost sensor issue was resolved by patient changing sensor. The customer was advised to call if any assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.